Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bad image was confirmed. The device evaluation found image disappeared. Other failures found were e226 scope communication error code, video connector crack, and camera cable twist. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the image was not displayed due to communication failure caused by cable failure. The cause of the cable failure was unknown. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos camera head produced bad image (sandstorm appears on the monitor screen). There were no reports of patient harm. The customer did not provide further information.